Event description:
The device was observed to be at eri after 2 yrs. The patient received inappropriate shocks. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No stored egms were available to determine the root cause of reported inappropriate therapy. The device's functionality was tested on the bench and on the automated electrical test system; device function was normal and no anomalies were detected.